Event description:
The customer reported that the pacer function failed to enable.

Manufacturer narrative:
The customer reported that the pacer function failed to enable. The customer evaluated the device, and reported that the issue was resolved by replacing the pacer keypad. The device was put back into service.